Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device was off for an undetermined time. The symptoms resolved, but it ¿wasn¿t working as previously.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past two weeks, the patient had had an increase in tremors. The caller reported speaking with the manufacturer representative (rep) two days ago, who advised the patient to charge their ins, and was made aware that the ins was turned off. The rep sent the patient a new patient programmer pp so they could turn the therapy back on and redirected to ps to provide assistance in doing so. Pss advised the caller that it is a medical decision to have therapy turned back on. The caller understood and wanted to resume turning the patient's therapy back on. Pss walked the caller through the steps for resuming the patient's therapy with the pp. When the therapy was turned back on, the patient stated they could feel the therapy resuming and was feeling numbness and tingling in their lips and head. The caller stated that they saw 1.6 for the left and 2.90 for the right. While trying to adjust the therapy settings, the caller saw a 'connect to ins' image on the pp screen, pss instructed the patient to reposition the pp over the ins and they were able to reconnect to the ins. Pss walked the caller through the steps of turning the therapy settings down to help make the patient feel comfortable. The caller adjusted the therapy down to 2.7, and the patient stated that the numbness and tingling were " getting better." Pss advised the caller to adjust the therapy down until the patient feel comfortable, and slowly adjust the therapy back up. The caller stated that the patient didn't have half the tremors they had ten minutes earlier. The caller stated that they were an at-home care nurse and they do not work on the weekends and want to know who to contact in an event of an emergency. Pss advised the caller to consider going to a health care facility in case of emergency and in need of immediate assistance. Pss also advised to call hcp if ps is not open and needs assistance.